Manufacturer narrative:
The product under investigation is not a serviceable device. Therefore, a service record review was not performed. There was no equipment returned for this investigation. Based on the information obtained, the root cause of the reported event is inconclusive. A non-conformance-based review of the batch/lot/serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that a phacoemulsification handpiece handle gets hot or warm during surgery. The procedure details and patient impact were not reported. Additional information has been requested, but none received to date. Additional information received, the operator had to stop and the handle cooled down quickly and works as usual again. There was no patient harm reported.